Event description:
It was reported that during a coronary artery drug eluting stenting treatemnt procedure, stent embolization occurred. The lesion was located in the right coronary artery (rca). During the procedure, mulitiple unspecified guide catheters and guide wires were used. The physician successfully implanted a taxus express2 3.50x32mm drug eluting stent (des) in the proximal rca, a taxus express2 3.50x8.00mm des in the distal rca and a taxus express2 3.50x16mm des proximal to the stent placed in the distal rca. The physician was attempting to withdraw the stent delivery system (sds), but it got caught on the struts of the stent placed in the proximal rca. The sds was removed, but the physician observed that the stent was "hanging out" into the aorta. There was no attempt to retrieve the stent and the procedure ended. The physician reported that this was a difficult case that lasted three hours. Additionally, he reported that he does not feel the event is related to device performance. Follow-up has been requested, but has not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. However, event description states "dr does not think that this is product related." Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.